Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was provided with a consultation for system use. The root cause of the reported event can be attributed to the customer¿s use of the system. (B)(4).

Event description:
A customer reported experiencing a problem not being able to control the intraocular pressure mechanism prior to a vitrectomy procedure. There was no patient involvement.